Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery depleted sooner than expected. It was reported that the device reached end of life (eol) in (B)(6) 2013, was pacing at vvi 50 ppm, and no telemetry markers were noted on presenting strips. In (B)(6) 2012, the magnet rate had been 100 ppm and the battery status was good. The health care professional (hcp) consulted with boston scientific technical services (ts) and it was discussed that a device change-out should be done as soon as possible as the patient was pacemaker dependent, and pacing support could not be guaranteed. The hcp did not know if any parameters were changed at the november check. Additional information was received that surgical intervention was performed. It was reported that the leads were stuck in the header, and additional measures were required to release the leads from the header. The patient received a competitor's cardiac resynchronization therapy defibrillator (crt-d) generator, but information was received from the competitor company, that both the right atrial (ra) and right ventricular (rv) boston scientific leads remain in service. It is not expected that the generator will be returned. No additional adverse patient effects were reported.